Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set leaked etoposide from an unspecified location. The line appeared to be going back up the primary to the ¿anti reflux valve¿ and pouring out there. The secondary line to the main line was secured. The infusion was immediately stopped. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h6. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was reviewed, and it was noted that there were no visible defects identified that could generate the reported condition. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.